Event description:
It was reported that a patient with primary osteoporosis and a vertebral compression fracture underwent a balloon kyphoplasty procedure (bkp) at l1. The operated vertebra reportedly had a cleft with damaged anterior wall and the upper endplate. An attempt was made to connect the left and the right cement injected cavities, which caused the cement to inject a bit more than the scheduled amount. Then, an approximate 10-mm long shadow was confirmed on the imaging right below the right pedicle to the caudal side. Cement injection was immediately terminated. The surgical time was not extended due to the incident. According to the report, the cement was kept at 10 degrees centigrade before the surgery. Temperature of the operation room was 23 degrees. Mixing started 2 minutes after leaving refrigerator and lasted for 1 minute. It took 20 minutes to harden the cement. Cement viscosity was checked by a test bf d (bone filler device) with a proper method and confirmed as appropriate. Cement was injected from the right side with appropriate speed (right amount: 2.5 cc, left: 1.5 cc). Two c-arms were used for the procedure and obtained images were clear. During injection, extravasation into spinal canal was revealed on the image coming from the second bfd on the right side. The patient¿s vital signs did not show any abnormalities. Cement migration was not confirmed. As no problem was confirmed with the patient¿s leg movement, the incision was closed. Postoperatively, the patient¿s condition was reportedly well.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.